Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD) . Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD) . Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was used due to additional intervention.